Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that during an index proximal humerus case, hydroset which was used on (B)(6) 2015 had an expiration date of 3/15/2015. The hospital and surgeon were aware of the expiration date and it is their policy to use product within the same month of expiration. No adverse consequences were reported.

Manufacturer narrative:
The complained device was not returned for investigation, and the complained event could not be confirmed. The related label was provided by the manufacturer in limerick. The device had not been expired when the surgeon used it during a case. The label clearly shows the expiry date is 2015-03, which means that the device can be used up to march 31st 2015. Therefore the hydroset with lot # ic01497 was not expired on march 23rd. Based on the investigation and statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
It was reported that during an index proximal humerus case, hydroset which was used on (B)(6) 2015 had an expiration date of 3/15/2015. The hospital and surgeon were aware of the expiration date and it is their policy to use product within the same month of expiration. No adverse consequences were reported.